Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges false negative hcg results using the consult diagnostics hcg cassette. Customer provided lot number hcg1070667. Alere's records show this lot number is not valid.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended.